Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had "significant residual cylinder." The iol was exchanged approximately ten months after the initial implantation. Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as an iol product as the reporter indicated the report of residual cylinder is due to an "inaccurate measurement using ora technology." The manufacturer internal reference number is: (B)(4).

Event description:
Updated information received from the reporter indicates the report of residual cylinder is due to an "inaccurate measurement using ora technology."